Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the tube has a brown stain in the tube. The upper tube has a brown stain (lower is normal tube) and site suspect it may be contaminated. Could you send the picture for vendor and let them explain whether if this tube can be use? And why? The catalog no. Is 369714, lot no. Is 9344028."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the tube has a brown stain in the tube. The upper tube has a brown stain (lower is normal tube) and site suspect it may be contaminated. Could you send the picture for vendor and let them explain whether if this tube can be use? And why? The catalog no. Is 369714, lot no. Is 9344028."